Manufacturer narrative:
On 20-may-2020, product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the tampons unraveled or disassembled when attempting to remove. No injury was reported.